Manufacturer narrative:
The fragments of the linox smart sd could not be clearly assigned. There were two incidents of fraying of the insulation, probably in the proximal area of the lead. The damage manifestation indicates significant mechanical stress during the operating time of the lead. The position and characteristics of the fraying lead to the assumption of friction with the ICD housing.

Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with inappropriate shock deliveries was reported. No deterioration of the patient's state of health was reported.